Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one unknown zimmer implant was not returned for investigation. Visual evaluation was not performed as implant was not returned. Device history record (DHR) and complaint history review: DHR reviews and complaint history reviews could not be performed, as the item/lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Therefore, based on the available information, device malfunction for implant could not be verified. Hence, the overall event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number not available.

Event description:
Implant fractured it would be removed.